Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The photo depicts the device with a view of the broken balloon and the disengaged piece by its side. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer¿s quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure the balloon burst during inflation. A part of the balloon detected from device into the patient. The detected portion of the balloon was recovered. There was no patient injury.